Manufacturer narrative:
Visual analysis of the returned injection gold probe¿ revealed that the device does not have any visible failure. An electrical evaluation was performed and the device passed the load test. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications. There is no evidence of either the alleged issue or any defect which could have contributed to the event. The most probable root cause classification is "not confirmed". The device history record was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used during a procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the probe would not cauterize. The device was connected directly to an adapter cable. No issues with the generator or other electrocautery devices were reported. The procedure was completed with another injection gold probe utilizing the same generator and generator settings. No visible issue with the complaint device or the packaging was reported. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of probe failed to transmit current. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used during a procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the probe would not cauterize. The device was connected directly to an adapter cable. No issues with the generator or other electrocautery devices were reported. The procedure was completed with another injection gold probe utilizing the same generator and generator settings. No visible issue with the complaint device or the packaging was reported. The patient's condition at the conclusion of the procedure was reported to b fine.